Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to patient contact the catheter broke the moment it was put on the guide. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The device history records were reviewed and there were no related conformances or anomalies noted in the manufacturing and inspection process. A search for additional complaints on the same lot did not identify any additional complaints for lot 8299207. The instructions for use (IFU) provides the following information: precautions: improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. How supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The investigation findings do not lead to a clear conclusion about the cause of the reported complaint. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
Additional information was received on 16jul2018. As reported, the catheter breakage occurred during a percutaneous endoscopy procedure. There was no patient harm. The procedure was completed successfully by inserting another catheter over the same guide.